Event description:
Medtronic received information that this expired freestyle valve (expired in aug 2011) was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Based on the available information, the valve remains implanted and is performing as intended without patient effect. Should additional information be provided, a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.